Event description:
It was reported that during testing of the external pulse generator (epg) by the biomedical engineer, both the atrial and ventricular rate and pulse width fluctuated when being measured. The epg was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).